Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The vascular access was obtained via right femoral artery with a non-bsc sheath. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous right iliac artery. After a non-bsc guidewire crossed the lesion, a 6.0-40, 80 wanda balloon catheter was selected and used to predilate the target lesion. During the first inflation, the balloon ruptured at 7 atm. There were no kink, packaging damage prior to use, and resistance during the procedure. The entire balloon was removed from the patient. The procedure was completed with a 6 mm x 40 mm x 135 cm wanda balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).